Manufacturer narrative:
Follow-up #1: date of submission 01/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box history found no power-on-reset events. A battery compartment crack was found on the side of the compartment running from the threads to the case seal. No evidence of moisture intrusion was found inside the compartment. The returned battery cap was undamaged and it¿s contact measurements were within specifications. The returned cap was able to secure to the pump and maintained electrical connection. There was no power lost when the cap was loosened by half a turn. With the battery cap fully tightened, a rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no intermittent condition or evidence of moisture intrusion was found inside the pump. Unrelated to the power complaint, the display was found to be dim and discolored. A pump casing crack was found near the lower right corner of the display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly the pump had intermittent power issue and the battery compartment was cracked. It was noted that the battery cap was intact and there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.